Manufacturer narrative:
This is the first of 2 reports. Subject device remains implanted.

Event description:
It was reported that a patient underwent 2 different stent-assisted coiling procedures for 2 different aneurysms with the subject stents. First procedure was a successful stent-assisted coiling for an aneurysm located left middle cerebral, at main branching (bifurcation) approximately 1 month-pre second procedure. The second procedure was a successful stent-assisted coiling for another aneurysm located at the same location as the first procedure. 1 day post-second procedure, the patient experienced ischemic stroke with dysarthria and left facial palsy related to in stent thrombosis. Magnetic resonance imaging (MRI) confirmed ischemic lesions. Aspiration and medication were used to resolve in stent thrombosis. The ischemic stroke was resolved, without sequelae 6-day-post adverse event. According to the physician, the adverse event of ischemic stroke was related to the subject stents.

Manufacturer narrative:
Due to the automated mes system (manufacturing execution system), there are controls in the manufacturing process to ensure the product met specifications upon release. The intended use for the device was for treatment. The reported complaint could not be confirmed and it could not be definitively determined if the device failed to meet specifications because the product was not returned. An assignable cause of anticipated procedural complication will be assigned to the reported event as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that a patient underwent 2 different stent-assisted coiling procedures for 2 different aneurysms with the subject stents. First procedure was a successful stent-assisted coiling for an aneurysm located left middle cerebral, at main branching (bifurcation) approximately 1 month-pre second procedure. The second procedure was a successful stent-assisted coiling for another aneurysm located at the same location as the first procedure. 1 day post-second procedure, the patient experienced ischemic stroke with dysarthria and left facial palsy related to in stent thrombosis. Magnetic resonance imaging (MRI) confirmed ischemic lesions. Aspiration and medication were used to resolve in stent thrombosis. The ischemic stroke was resolved, without sequelae 6-day-post adverse event. According to the physician, the adverse event of ischemic stroke was related to the subject stents.